Event description:
It was reported that during an unspecified spine surgery, it was observed that the attachment device was overheating. There were no delays to the surgical procedure as an identical spare device was available for use. The surgery was completed successfully with the spare device. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the attachment device was overheating was confirmed. An assessment was performed on the device which found that there was excessive corrosion to the components inside the housing due to emersion / cleaning procedures not being followed properly. It was determined that this caused excessive heat in the back end of the device. The assignable root cause was determined to be component damage caused by misuse, abuse, and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.